Event description:
Reporter did a fasting, back-to-back, meter to lab (venous) comparison, receiving blood glucose results of 55 and 79 mg/dl respectively. After eating, meter to lab (venous) blood glucose comparison was 129 and 235 mg/dl. Reporter's teststrips and control solution were expired and meter had never been cleaned. Also, reporter's teststrips were stored improperly.